Event description:
It was reported that after implant prior to closing the pocket, the device could not be interrogated using radio frequency. Several attempts were made to interrogate with rf and a wand, but were unsuccessful. The device was explanted. It was noted that the device felt warm upon explant. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of an inability to communicate with the device using rf was confirmed in the laboratory and was due to premature battery depletion. The device was tested on the bench, and the cause of the premature battery depletion was high current draw due to a hybrid anomaly.